Event description:
A healthcare professional reported that the vitrectomy probe did not cut during calibration. The procedure type and surgery completion details were unknown. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.